Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc device was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture. The detached dart was not retrieved and was not captured by the capio device. Reportedly, the dart was not visualized or palpable and it was presumably retained within the sacrospinous ligament.